Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2020 wherein the ipg site was relocated. Surgical intervention addressed the issue.